Manufacturer narrative:
Follow-up #1: date of submission 02/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2015 with the following findings: the battery compartment was found to be cracked at the top, along the left side, to the grip pad. The battery cap was not returned. A test cap used for testing. The test cap was unable to tighten due to the stripped battery compartment threads and caused the cap to spin.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment reportedly was found to be cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).